Event description:
The rep reported the device was used during laparascopic cholecystectomy. It was reported the 511s outer gasket ripped when he was putting the camera in. A second 511s ripped when a grasper was inserted. The case was completed by opening two additional trocars. There was no consequences to the pt.